Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported there was a delay when insulin drips were observed to be exiting the infusion set tubing during the load fill tubing process. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support.